Event description:
The customer reported the system failed to operate attributed to a voltage error message. This type message likely resulted in a no boot or shut down situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.